Event description:
The account's engineer stated that the brake steer pedal will lock into place but the brake steer caster continues to move. He has adjusted the caster but the issue remains.

Manufacturer narrative:
Repairs have not been completed by the account.